Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said their incision site is now becoming painful. They also said they feel like they have a urinary tract infection (uti) or some type of infection because there is a lot of burning "down there." The patient also mentioned that they haven't had a bowel movement which is causing them to be bloated. As a result of what was reported, they were advised to contact their healthcare provider (hcp). No device issue was reported and no further patient complications have been reported as a result of this event.